Event description:
A patient was treated at c4- c5 level in a case that involved providence products. The patient later experienced a c5 palsy. The surgery was revised, patient has residual deltoid weakness. No product malfunctions were reported. The physician noted that the cages may have been malpositioned and caused the suspected issue. The physician declined to provide further information.